Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It ws reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 2.75 x 20 synergy drug-eluting stent was advanced to treat the target lesion. However, upon advancing, the distal edge of the stent got lifted. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that the distal part of the stent was damaged with struts distorted, lifted and stretched over the distal markerband. The stent outer diameter at the undamaged proximal part of the stent was measured and is within the maximum stent profile specifications. This type of damage is consistent with the stent encountering resistance during attempts to cross a calcified lesion. The distal edge of the bumper tip showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section of shaft polymer extrusion found no issues with their profile. The bi component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 2.75 x 20 synergy¿ drug-eluting stent was advanced to treat the target lesion. However, upon advancing, the distal edge of the stent got lifted. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.